Event description:
It was reported that during a coronary stent procedure of a calcified lesion in the lad, the physician experienced difficulty crossing the lesion. It was noted that the tip of the stent was crushed. The procedure was completed with another MFR's stent. No pt injuries or complications occurred.